Event description:
It was reported that during a stenting treatment procedure, the stent froze on the wire. Access was obtained via the femoral artery. The 90% stenosed, eccentric and de novo target lesion was located in the mildly calcified and non-tortuous left anterior descending artery (lad). While the physician was advancing a 38 x 3.50mm taxus liberte stent delivery system (sds) it became jammed on the non-bsc guide wire and the physician could not advance or withdraw the sds within the non-bsc guide catheter. Everything was removed as a unit and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent froze on the wire. Access was obtained via the femoral artery. The 90% stenosed, eccentric and de novo target lesion was located in the mildly calcified and non-tortuous left anterior descending artery (lad). While the physician was advancing a 38 x 3.50mm taxus liberte stent delivery system (sds) it became jammed on the non-bsc guide wire and the physician could not advance or withdraw the sds within the non-bsc guide catheter. Everything was removed as a unit and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The device was returned with the guidewire attached to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).